Manufacturer narrative:
An event of arrythmia, and device embolization following device implantation was reported. Information from the field indicated that the device embolized into the patient¿s abdomen. Reportedly, the cause of the embolization was because "both discs were over-worked during flushing process and had not returned to original shape. It is believed that the right disc was pushed into the tunnel/la during one of the push/pull tests and then the device was deployed prematurely before tee visualization could be achieved. After embolization occurred, ectopic beats were observed. Abbott also requested for operative notes and/or procedure imaging which was not provided by the field. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported device embolization could not be conclusively determined. It is possible procedural condition contributed to the event; however, this cannot be confirmed. The reported arrythmia was a result of case-specific circumstances as the device was embolized to lv. The reported surgical intervention was due to the embolized device was surgically removed through the aortic valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was selected for implant. The defect measurements were tunnel length= 6mm, tunnel opening (without wire) = 2mm, secundum = 7mm, aneurysmal septum but excursion <10mm. The sizing of the device was determined utilizing transesophageal echocardiogram (tee). During implant, after release from the delivery cable, the occluder shifted then completely dislodge and embolized to the left atrium and then the left ventricle. Stability check was performed twice and no leaks were observed. The user alleged that the cause of the embolization was because "both discs were over-worked during flushing process and had not returned to native shape. It is believed that the right disc was pushed into the tunnel/la during one of the push/pull tests and then the device was deployed prematurely before tee visualization could be achieved." After embolization occurred, ectopic beats were observed. The patient was referred for surgical removal and the occluder was surgically removed through the aortic valve. No device was ultimately implanted. The patient was reported to be in stable condition.